Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the physician removed the procedure sheath. The physician felt resistance, when he was inserting the angio-seal locator/insertion sheath assembly into the artery. The physician rotated the assembly 90 degrees, however, the outcome was the same. When the physician removed the assembly out of the patient, it was found out that the tip of the locator was kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage for the patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.